Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a couple of black spots on the face of the insulin pump. The customer stated that there were also long and thin lines. The customer stated that the screen was hard to read. The customer's blood glucose was 220 mg/dl. Troubleshooting was done. The customer explained that the partial display issue occurred when he was attempting to rewind the insulin pump for an infusion set change. Advised customer to insert an (B)(6) aaa alkaline battery. The customer stated that the insulin pump did not return to normal. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.